Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure. (Event) observed during analysis. Analysis revealed that the tip of the svc setscrew was out of specification.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis revealed that the svc connector block was out of specification.